Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. The customer reported that cant able to turn the suspend before low feature on. Also reported that pump was responding very slowly to commands, slow loading of screen, slow response of the buttons presses. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0873 inches. All buttons function properly. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of [18-oct-2024] found bolus deliveries of 1.05u at 12:47:57.000, .725u at 15:07:14.000 and .725u at 15:07:43.000. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked belt clip rails. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.